Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Event description:
It was reported that a 5x40x135 armada 35 balloon dilatation catheter was advanced without resistance onto a non-abbott guide wire and into a non-abbott sheath to a heavily calcified, de novo lesion in the left common iliac artery, and dilatation was completed via one inflation to 10 atmospheres for approximately 25 seconds. After completing dilatation, the balloon was unable to be deflated and subsequently unable to be withdrawn from the anatomy. The inflated armada was able to be incrementally pulled back into the sheath while simultaneously applying negative pressure using a non-abbott inflation device. The armada, sheath, and guide wire were removed as a single unit. There were no patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glidewire, inflation: medtronic, sheath: 6-french cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.